Event description:
It was reported that this left ventricular (lv) lead was explanted approximately 21 days after initial implantation, due to dislodgement. It was also noted that the the patient experienced phrenic nerve stimulation in all pacing configurations. This lead was succesfully replaced with a different boston scientific model. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted approximately 21 days after initial implantation, due to dislodgement. It was also noted that the patient experienced phrenic nerve stimulation in all pacing configurations. This lead was successfully replaced with a different boston scientific model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.